Event description:
It was reported that the tubing, next to the distal luer, of a small volume folfusor broke. This occurred after the device was filled with fluorouracil and had its winged luer cap reattached. The reporter stated that the tubing was clear of air. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from 03/26/2013 to 03/27/2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.